Event description:
The manufacturer service technician reported that the device does not stay in safe mode and run on while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.